Event description:
Revision surgery- the pt experienced instability and hyper extension with the total knee arthroplasty done in 2011. The doctor decided to do an arthrotomy with synovectomy and poly exchange. It was determined intra operatively that a full femoral revision was necessary.